Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Date: (B)(6) 2010, inratio: 1.2, doctor's meter: 1.8. Pt started amiodarone (100 mg 2x/day) in (B)(6).